Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient have shocks from stim when the device is on, even at low levels of intensity. Patient stated that it doesn't matter if she change position, the shock still happens with or without movements. No troubleshooting was performed yet. Rep stated that once she see the patient, they will check impedance. In the meantime, rep will have patient schedule an appointment with her healthcare provider to ask for x-rays. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the device was removed and replaced with a different manufacturer's device. No further complications were reported.